Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem due to a fluid loss in the pump, it was reported air in the device. The ipp was explanted, the patient was full washout and the device was replaced. There were no patient complications reported.